Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the procedure. Customer did not disclose the duration of the delay. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the procedure. Customer did not disclose the duration of the delay. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service technician evaluated the device; the cause of this malfunction could not be found. The device started operating correctly after being rebooted by the field service technician.